Event description:
The suture broke on the device - lot #720346h - causing the perclose closure device to fail, a 2nd device - lot #700496h - was used which also failed requiring manual pressure to be used.